Manufacturer narrative:
According to the customer, on (B)(6) 2025 the knee scooter "failed causing a loss of stability and subsequent fall". The customer reported that due to the fall they have "sustained significant physical injuries" and "has required medical treatment". The customer reported that the "failure appears to involve the bolt that prevents the handlebars from turning completely around". The customer reported that "serious injury" occurred as a result of the product "failure", but no specific serious injuries were indicated at this time. No additional information is available at this time. It has been determined that the reported event caused or contributed to a serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
According to the customer, on (B)(6) 2025 the knee scooter "failed causing a loss of stability and subsequent fall".